Event description:
Patient was additionally experiencing real bad tingling.

Manufacturer narrative:
Product ID 8709, lot# l81953, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was heard but not confirmed by telemetry. The patient had missed a refill due to being in the hospital for back surgery and rehabilitation from march to may. The pump had been alarming for "10 days to 2 weeks" and the patient's physical therapist also heard the alarm during a session. The patient believed the alarm to be a critical alarm. The patient did not know when the pump would "run dry" and had emailed his previous doctor to schedule a refill; however, the doctor could not get the patient in for a refill until the following week and prescribed the patient oral baclofen. For a week prior to the report the patient had experienced increased spasticity, itchiness and cold sweats. The patient tried to go to the emergency room (ER), but was told "they couldn't help him". The patient had moved and was having difficulty finding a new and closer doctor to manage the pump. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.